Event description:
While using a cavitron plus g136 they allege that they have no water flow and the handpiece is heating up no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Hpc lot # - 11130. St/hp lot # - 201308. X1z probe, handpiece shorted. The st/hp is shorted, due to corrosion, restricting water flow/vibrations the hpc is worn, exposed wires, housing base is cracked, built up debris in the water hose, damaged water solenoid, cannot regulate water flow damaged overlay board, cannot activate purge and boost, missing fc base pad and damaged fc battery door, erased labels. Check the calibration the unit will be repaired upon estimates approval. Aux cable was not sent in for evaluations.